Event description:
It was reported by the vns patients physician that the patient had been hospitalized, due to a seizure. The physician questioned whether the generator had reached end of service. A battery life calculation was performed with the available programming history in-house dated 2003 through 2009, and revealed that the generator is not likely at the end of service. Good faith attempts to obtain additional information from the treating physician have been made, but have been unsuccessful to date.